Manufacturer narrative:
A search for non-conformances associated with this part lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Items returned for evaluation: delivery system (pusher), web implant, introducer, dispenser hoop, via 17 microcatheter. Items not returned for evaluation: controller. The visual analysis of the returned items found the web implant to be separated from the delivery system. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 5.0 ± 0.5, height(mm)= 2.0 ± 0.3), but the pusher was kinked at the proximal section, and the proximal connector kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned microcatheter was found kinked at 26cm from the distal end of the hub. The investigation of the returned web system found the implant separated from the delivery system, the pusher kinked at the proximal end, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The device failed continuity and resistance testing due to the proximal connector and heater coil winding damage. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned microcatheter was found kinked at 26cm from the distal end of the hub, which may have contributed to the web detaching during the recapture process as described in the reported event. The physical evaluation of the devices could not identify the conditions or circumstances that led to the delivery system damage or the microcatheter kink, but the damage is consistent with the devices experiencing forces over specification.

Event description:
It was reported that a web device did not detach with a detachment controller. The web was removed and detached in the microcatheter. It was completely removed from the patient. There was no intervention or injury.